Manufacturer narrative:
(B)(4). Customer has confirmed that no sample will be made available for analysis. No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed therefore we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.

Event description:
The customer reported that during a routine tracheostomy toileting procedure, it was found that a pt's cuff would not reinflate. The customer reported this resulted in the pt being unable to be ventilated until it was replaced with a new one. The customer reported that after replacement of the tube, the nurse could not find a leak in the actual cuff. She used a water test to try and identify this and it would appear that it is the valve at fault with a leak where the syringe connects.